Manufacturer narrative:
The returned sensor was evaluated. During inspection, the sensor passed visual analysis. Eeprom content verification did not identify any issues. The sensor failed continuity testing due to an exposed solder joint on the green conductor, causing a short between the green conductor and inner shield of the sensor cable. When the sensor was connected to a masimo monitoring device, the device was able to generate a "sensor off patient" error message.

Event description:
The customer reported: "intermittently losing signal.". No patient impact or consequences were reported.